Event description:
The physician inserted the device bareback. As the device was moving in the iliac artery, the vessel spasmed. The device became stuck in the artery from the spasm. The physician noted that if the device was to be removed, it may tear the intima of the artery. It was decided to remove the device. As the device was being removed from the artery, it tore the inner lining of the artery. There was another attempt to reinsert a second device. The second attempt was successful and the implant looked fine. The physician stated the injury was not product related but rather pt related. Further info on the pt was obtained on 09/14/2000. The physician's office reported that the pt has expired. Exact date and cause of death is unknown, although cause has been alleged to cancer related.